Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 240 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer did not return the product back for analysis.